Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit failed electrical test #50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse reset all connections of the motor control pcb. The unit passed all functional tests. The iabp was then returned to the customer in working condition.